Event description:
It was reported that the customer they accidentally delivered too much insulin when delivering a bolus. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer attempted to treat low bg by consuming juice. Reportedly the customer lost consciousness. Emergency services were called and the customer was treated with intravenous fluids of dextrose. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.